Event description:
Additional information received from a business partner on (B)(6) 2017 reported it was learned that additional medical history included chronic neuropathic pain in both legs with an unknown date of onset. The patient¿s weight was unknown.

Event description:
Information was received from a consumer with an implantable drug infusion pump containing clonidine, an unknown brand of baclofen, and dilaudid all at unknown concentrations and doses. Indication for use of the pump was unknown. It was reported the patient stated many years ago she had an MRI before due to an issue with the pump, and an unknown manufacturer representative came to check the pump afterwards. The patient didn¿t know who arranged that meaning if it was the health care provider (hcp) or the patient. The patient didn¿t remember what year the event happened, and the patient didn¿t know what pump the event was related to. The patient was providing an old MRI during the conversation about an upcoming MRI unrelated to the device or therapy. The patient didn¿t have any further information to provide on it. The patient wanted to know if she could request a representative to check her pump post-status MRI as it had been done in the past. The pump at the time of the call contained the same drugs but with known concentrations; clonidine [240 mcg/ml], an unknown brand of baclofen [250 mcg/ml], and dilaudid [24.0 mg/ml]. No patient complications/symptoms were reported. Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was stated that no event occurred. The patient was simply late for her pump refill. When asked to clarify the patient had an MRI due to an issue with the pump and the results of the MRI, it was stated that it was not applicable. It was stated that there were no issues and no symptoms. The pump was working fine. The hcp did not know the patient¿s weight at the time of the event. It was stated that the patient had an ankle MRI on (B)(6) 2017. The pump was checked after and was working ok. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.